Event description:
It was reported that subject device had an error code e213. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 full establishment name due to character limit: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed-circuit board failure, water ingress into the printed-circuit board, water ingress into the receptacle unit, and water ingress into flat cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction of the printed-circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.